Event description:
The customer reported having several bent cannulas in the past month, and his endocrinologist recommended using needle base infusion set due to scar tissue build up. The caller stated that he removed the cannula inserted the nigh before and it was bent, but the insulin pump did not alarm no delivery. The customer mentioned that he woke up with high blood glucose of 500mg/dl. Troubleshooting was declined as customer did not have the device available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.